Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: neuro fellow. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. When the doctor located the artery, the device was intraluminal with good pulsatile flow. When he advanced the angio-seal into the sheath he heard the first click indicating the anchor was in the arteriotomy. He pulled back and heard the second click indicating the anchor was parallel to the artery and flush with the sheath bevel. He then pulled back the device, and the anchor should have been deployed. He did that until resistance was felt, however, when he did that, the entire angio-seal came out, and the anchor did not deploy. It was still in the bypass tube. An attendee then opened the device to see if the anchor was still inside of it, and the anchor/collagen was still in the bypass tube and never deployed. The doctor then had to maintain manual compression for forty (40) minutes. The procedure for the patient was an angiogram.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d4: model number and catalog number, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for device pullout as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).